Event description:
Per independent repair center statement, the units alarm would not function. The key failure was the valve operator was not cycling. Additional malfunctions include the power switch had no alarms, the clamps were leaking, and the pm kit was dirty.